Event description:
It was reported that two pumps alarmed constantly for an upstream occlusion, when no occlusion was observed (medication, programmed amount and delivery rate unknown). The customer stated that the upstream occlusion alarm suspension feature is not available on the pumps at this facility. It was also reported that there was pt involvement but no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unknown. MFR report no 1314492-2012-00507 is related to the same event.